Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/19/2019. A manufacturing record evaluation was performed for the finished device lot number pbr514 -c003z, and no non-conformances were identified. Additional h3 investigation summary: a picture of the sample was received for analysis. Upon visual inspection of the picture, a foreign matter than appears to be a fiber could be observed inside of the package. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional h3 investigation summary: an unopened sample of product code c003d, lot # pbr514 was returned for evaluation. During the visual inspection of an unopened sample, a foreign matter (fibers) that appear to be suture were observed into the overwrap packet. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition the assignable cause is a foreign matter into the packet.

Manufacturer narrative:
Product complaint # : (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2019 and suture was used. During the procedure the needle popped off the suture at the swage. Very little pressure applied when this occurred. The surgeon was not aware the suture had separated as he was suturing the patient and could not find the needle. Surgeon is unsure if it fell into the patient. X-rays were taken but the needle was not found. No adverse patient consequences were reported. No additional information was provided.